Event description:
Per info received from the pt's relative, they received 3 to 5 catheters that do not have a rounded tip and appear to be "cut-off". Because these were examined prior to use, there was no injury to the pt.